Event description:
The customer reported erratic wbc, hgb, and rbc results on one patient sample when cycled on their dxh 900 hematology instrument. The customer questioned hgb results of 8.1 with r flag run at 10:37 am and 6.1 run at 11:21. Cts reviewed customer data and determined that the sample run at 11:21 am had suspect mixing and advised the customer to confirm results with a redraw of the patient. Patient hgb result after the redraw was 7.9. The customer called back the same day to state that a released erroneous result caused the patient to be administered a transfusion. The instrument generated r flags for the result in question and was held by the instrument but was manually released by the laboratory. There was no death associated with this event.

Manufacturer narrative:
The customer technical support (cts) confirmed that the patient was transfused unnecessarily after release of the sample run on (B)(6) 2023 at 6:36 am. There was no report that the patient suffered any adverse effect from having been administered the transfusion. The instrument generated r flags and system/suspect messages for the operator released results. Due to laboratory error, the patient results were released without further testing or review. The cts determined the questioned sample from (B)(6) 2023 11:21:40 had suspect mixing and advised the customer to redraw and rerun patient sample. There was no malfunction identified. The event occurred as a result of user error. Per unicel dxh 900 series with system manager software instructions for use, part c06947ac: page 6-24; table 6.1. Flag-description r flag: review the result. System messages: all system messages are accompanied by r (review) flags. Exceptions are the system messages associated with an aspiration error (p flag) and the non-blood specimen message (n flag). A system message indicates an event occurrence that may affect the operation of the system or the quality of the results or requires operator intervention. The occurrence of any system message is shown in the history log. Bec internal identifier: (B)(4).